Manufacturer narrative:
.

Event description:
It was reported the patient is deceased and died approximately two months post implant of the implantable cardioverter defibrillator (ICD) system. The cause of death was reported as infective endocarditis and cardiac failure. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.